Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
In reporting a revision of patient's knee (side not reported), rep indicated the event was revision 2. In a follow-up phone call for details, the rep indicated that a 9mm poly was a primary implant, but a 13mm poly was explanted. This report is for the revision of the primary implant of a size 9 poly.